Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead's pacing impedance would occasionally drop, a patient alert went off, there was oversensing and a possible insulation issue. It was later reported that the lead was capped and replaced due to the impedance issues. No patient complications have been reported as a result of this event.